Event description:
A copy of the medwatch report from FDA was received, which states, ¿ d5ns fluids ordered to infuse at 55 ml/hr. Nurse programmed the pump and started the infusion. Approximately 1 hour and 15 min later, nurse returned to the room and saw that the fluids were almost gone. The nurse rechecked the pump settings. The settings were still at the correct rate of 55 ml/hr. The nurse took the pump and fluids out of the room and verified with charge nurse that settings were correct. Additionally, the pump identified that only 81mls infused but upon checking the volume of fluid remaining in a 1000 ml bag was 150ml. The provider was notified. The patient subsequently had a significant increase in urine output. Blood sugar was normal. Pumps pulled and agility picks up for evaluation." There was patient involvement but unknown outcome. Although requested, further information was not provided.

Manufacturer narrative:
Root cause: the root cause for the reported issue of an over infusion - dextrose 5% ns was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.